Manufacturer narrative:
Initial 4 of 4. Name: tandem. Country: united states of america. Address ¿ line 1: 11045 roselle street. Address ¿ line 2: suite 200. City: san diego. State, province or territory: california. Post office or zip code: 92121. Based on the available information, this event is deemed to be a serious injury request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 300344238.

Event description:
It was reported that infusion set cannula was kinked which led to occlusion. The patient experienced high blood glucose and it was addressed by correction injection using multiple daily injections event on (B)(6) 2026.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Medical device report (MDR) retraction: the initial MDR with manufacturing report number 3003442380-2026-10803, 3003442380-2026-10813, 3003442380-2026-10814 and 3003442380-2026-10815 was submitted on 27-apr-2026 for 2678684. However, based on the described event of problem the patient has reported the issue is with one infusion set. Therefore, the other three copies are being retracted. Report being retracted: MDR 3003442380-2026-10813 / initial 2 of 4. MDR 3003442380-2026-10814 / initial 3 of 4. MDR 3003442380-2026-10815 / initial 4 of 4. Correct report to be considered with corrected naming: MDR 3003442380-2026-10803 / initial 1 of 1. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.